Manufacturer narrative:
Both the device and the pump's data logs were returned for analysis. The data logs found no significant positioning issues endured during the case. The pump was inspected and no damaged or biomaterial was identified. We believe the root cause of the suspected hemolysis was due to the patient's original condition.

Manufacturer narrative:
The impella cp was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomypathy for hemodynamic support using the impella cp pump. The device was inserted in the left axillary artery without issue, however, the patient exhibited hemolysis during support. As a result, the pump was prematurely removed and a left ventricular assist device was placed.